Event description:
The customer had low bgs. The paramedics were called and took the customer to the hospital. The customer's spouse indicated that the time, boluses, and basal rates were correct, but the syringe was empty. Also spouse indicated that the pump had been suspended once the paramedics arrived. The pump was not available for troubleshooting at the time of call. Customer was on insulin drip.